Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (75 percent stenosis degree) in a severely tortuous part of the mid sfa. The device was introduced but the stent could not be released and was successfully withdrawn.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The provided images were reviewed but did not contain relevant information regarding the root cause to the complaint event. The delivery system was returned with the stent being partially crimped underneath the outer shaft which has been retracted by about 27 mm. The stent has fractured in single stent struts but is still in one piece. About 29 mm of the stent are protruding from the outer shaft. The proximal stent markers, the proximal stent stopper and the proximal end of the inner shaft show signs of compression. The handle was returned disassembled with several parts of the assembly missing. The outer shaft has fractured inside the handle. The fracture sites are plastically deformed which is indicative for an overload fracture. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.